Event description:
It was reported that during a da vinci assisted surgical procedure, the tip of bipolar instrument was being energized when the monopolar instrument was activated on an integrated electrosurgical unit (iesu) erbe. An intuitive surgical inc., (isi) technical support engineer (tse) advised customer to release the tissue from the bipolar instrument or disconnect the bipolar cable when the monopolar instrument was activated. Customer acknowledged the instructions. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.